Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed that they could continue using the pump and advised to contact support if the issue reoccurs.